Event description:
It was stated that the customer obtained a 238mg/dl and 115mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested. The reporter states that she is unsure if the alleged strips were used during the event.